Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that patient was already in resuscitation before impella implantation. After successfully implantation and performed percutaneous coronary intervention and upon transfer of the patient to the intensive care unit, the patient had to be resuscitated again for approximately one hour. Due to a hematoma in the groin/puncture site, the pump was removed. It was noted that the patient was on a high dose of heparin and had multiple organ failure and this was the suspected cause of the hematoma. Survival outcome at explant noted that the patient expired a few hours after explant and cause of death was suspected as multiple organ failure. However, there is not enough information to exclude the impella device as an associated factor in the patient's demise.. No further information was provided.